Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results received one speedband superview super 7 for analysis and the ligator head was not returned with the device. It was noticed that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. The suture was not damaged and was attached to the trip wire loop. The returned product looks in good condition without evidence of damage. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. As the ligator head was not returned, it was not possible to confirm what the customer alleged. Factors encountered during the procedure, such as the interaction between the device and the patient anatomy, and/or the manner as the device was manipulated, could have caused the event reported by the customer. However, based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Therefore, the most probable root cause for the complaint event is no problem detected since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labelling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the physician removed the ligator shrink wrap earlier in the setup process and it is the step number 10 in the dfu.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose vein ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was attempted to be released; however, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose vein ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was attempted to be released; however, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.